Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Evaluation did find image disturbance during high definition serial digital interface (hdsdi) output due to a digital processing (dp) board failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Since the error code e333 was unable to be confirmed and reproduced during evaluation, definitive root cause of of the error could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, that the visera elite ii video system center displayed error e333. The issue was found during a therapeutic laparoscopic cholecystectomy procedure and the procedure was completed using the same device. There were no abnormalities in the endoscopic images. There was no report of delay or harm to a patient or user associated with this event.